Event description:
It was reported by service report that the fowler drifts down and that there were various other issues. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Clutch, ground prong, motion interrupt pan.